Event description:
Off label use of the novasure system led to a uterine perforation subsequently confirmed by laparoscopy prior to previously-planned tubal ligation. There was no injury to adjacent tissue. No additional intervention was required. Pt discharged the same day and recovered normally.